Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the next day after impella cp was placed, impella flows were low, and p-level could not go above p2 without suction alarms. Repositioning was attempted at bedside however this was unsuccessful. The patient was taken to the cardiac catheterization lab to attempt repositioning, but impella came out of the ventricle and was unable to recross the aortic valve. The impella was exchanged. The patient is stable. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned for evaluation. Data logs were reviewed and rt log at end of case shows "impella in aorta" alarms with both lv and ao placement signals having an aortic waveform. Additionally, towards the end of the rt log, pulsatility of both motor current and pump flow decreased. Clinical details noted that pump "popped out" of ventricle and was unable to re-cross av. It was noted that blue butterfly was secured and tb was locked. The root cause of the positioning issues cannot be definitively determined as limited clinical details were provided. Added h6 impact code 4628.